Manufacturer narrative:
A patient experienced pain at the ipg site was reported to abbott. As a result, the ipg was replaced and repositioned to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates the ipg was explanted, replaced and repositioned to address the issue.

Event description:
It was reported that patient is experiencing ipg pocket site pain from weight fluctuations. To address this issue, surgical intervention is planned to revise pocket and device.

Manufacturer narrative:
Date of event is estimated.